Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficulty positioning the device appears to be related to patient morphology/pathology. The thrombosis (clot and blood) appears to be related to procedural conditions. Thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the thrombosis. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a dilated left atrium, and a rotated heart. A steerable guide catheter (sgc) and an ntw clip were inserted. However, due to an aorta hugger, positioning of the clip was difficult. The physician decided to perform another transseptal puncture. Therefore, the clip and sgc were removed and the clip was replaced. It was observed while re-preparing the sgc, a clot and blood were difficult to flush out of the device. Therefore, the sgc was replaced and re-sticking of the transseptal puncture was performed with less of the aorta hugger present. A new sgc was used with a new ntw clip, and both were inserted. Grasping was performed and successful, however, mr did not reduce. Due to the difficulty to position the clip and the aorta hugger, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.